Event description:
According to the report, in the first week in october 2003 the implant has only functioned intermittently. Measurements carried out in 2003 show 'poor coupling'. The pt has very limited benefit from the system. The pt is to be reimplanted as soon as possible.